Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "over delivery, alarm air in line appeared because air in line (the bag was empty) 5 hours before the end of the infusion. Infusion parameters and alarm settings: pcea mode continuous flow rate 2.1 ml/hr bolus volume: 4.2. Mltime programmed: 24 hoursvtbi: 100ml. Complaint of client: over delivery, 19 hours after the beginning of the infusion the bag is empty (air alarm occured) according to the staff member the alarm occurred for "air in line" and the bag was empty. The screen displayed 77.2 ml infused/ vtbi100 ml an huber needle was used:no precise information available concerning the size of the needle. Drug administered: morfinei. What was the drug concentration?0.48 mg/mlj. What priming method was used? With pump. After the alarm appeared, was the line re-primed? No. Was the vtbi checked for infusion? No error. Delay in therapy: no. Need for medical intervention: no. Human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "complaint of the client: air in line and no alarm when the bag is empty, under delivery. The treatment programmed lasted 19hrs instead of 24hrs. Only 77.7 ml were infused instead of 100 ml. According to the staff member the alarm occurred for "air in line" and the bag was empty. An 1ml/hr. The pca was redone on (B)(6) 2016 at 2:30 pm for 24 hours and the day after the pca was empty at 9:30 am instead of 2:30 pm. The calculations was checked one day before following the pca setting and the calculation and the settings were exact. The next morning the infusion time parameter and the end of the pca were verified. On the screen of the pump it was indicated that 22.8 ml remained to be infused out of 100 ml and 77.2 ml were already infused while the bag was already empty. A full test of the pump was performed at the biomedical department and the test turned out well (the annual certification was performed on 23.08.2016) an huber needle was used: 16g-18g or 20g. When I called the client I was told the following. Additional information: updates:complaint headline: over delivery, alarm air in line appeared because air in line (the bag was empty) 5 hours before the end of the infusion."